Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to unknown product performance issue. Additional information from the field representative was obtained which indicated that the lead was being backloaded over a wire and the wire went through the lead. Since the wire went through the lead, the representative gave a different lead to use. This lead was never in use. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, inspection of the lead was performed. Inspection of the lead insulation damage allegation was confirmed based on observation of a puncture hole near the tip end of the lead, consistent with a backloaded guidewire escaping the lumen. Laboratory testing identified any lead characteristics that would have resulted in the clinical observation of lead insulation damage.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to unknown product performance issue (ppi). Additional information from the field representative was obtained which indicated that the lead was being backloaded over a wire and the wire went through the lead. Since the wire went through the lead, the representative gave a different lead to use. This lead was never in use. No adverse patient effects were reported.